Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6 and 7cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that, "catheter had been in place for 5 weeks. External length originally at 0cm. Noted today at 7cm external length. Patient reported that the catheter itself (light purple portion) was leaking in two placed and I proved this by flushing it after removal. Per patient report, home health had a lot of trouble flushing it on a few occasions. Denies the use of any instruments during dressing changes. It looked like it has been punctured twice with a needle." Additional information 06/25/2024: the patient had to come into the ed twice to troubleshoot and then replace the IV catheter. There was no harm other than an additional IV stick and the inconvenience of the returns to the ed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that, "catheter had been in place for 5 weeks. External length originally at 0cm. Noted today at 7cm external length. Patient reported that the catheter itself (light purple portion) was leaking in two placed and I proved this by flushing it after removal. Per patient report, home health had a lot of trouble flushing it on a few occasions. Denies the use of any instruments during dressing changes. It looked like it has been punctured twice with a needle." Additional information 06/25/2024: the patient had to come into the ed twice to troubleshoot and then replace the IV catheter. There was no harm other than an additional IV stick and the inconvenience of the returns to the ed.